Event description:
On 30 jan 2020, neotract became aware of a published article which reported that a needle fragmented during a prostatic urethral lift (pul) procedure, and then retrieved endoscopically. No additional information is available due to the source of the complaint.